Manufacturer narrative:
Investigation into this event concluded that negatively biased vitros lac and glu quality control results occurred. An ocd field engineer investigated and identified a damaged reflectometer circuit board caused by a laboratory power outage. The circuit board was replaced to resolve the issue and the vitros 5,1 fs analyzer was returned to normal operation. The root cause of the event is instrument related.

Event description:
A customer observed negatively biased vitros lac and glu quality control results while using the vitros 5,1 fs analyzer. Patient sample results were not reported while quality control results were unacceptable. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).